Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "the lid of the sst came off and blood was spilt in the track. The specimen was collected from a 4 year old and a recollect was required due to insufficient specimen." Additional information provided: "nobody was exposed to the spill. It happened on the track which is enclosed. No pep needed."